Event description:
It was reported that this right atrial (ra) lead has loss of capture (loc) and high thresholds. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).